Event description:
A customer reported that during a laser photocoagulation procedure, the system presented low energy. The laser procedure was started and was not completed. There was no harm to the patient. The patient will need to return for a second procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).